Manufacturer narrative:
Only the device was returned loose in the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. No damage was observed to the device. The lens was not returned for an evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation cannot identify the root cause the lens was not returned for an evaluation of the reported damage. Only the used device was returned. The plunger was fully advanced. It is unknown if a qualified viscoelastic was used. The IFU instructs during device preparation and implantation of the company model iq iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information indicated that an anterior vitrectomy was performed. The company model 18.0 diopter lens was removed and replaced with a company model lens (unknown diopter). Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation procedure, the inserter damaged the lens. The lens was inserted and removed during the initial procedure, an anterior vitrectomy was performed, and the lens was replaced with the company lens.